Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The caller also reported that the customer had to put tape on the insulin pump to keep the reservoir in the device due to damage to the outer edge of the reservoir compartment. The customer vomited due to the high blood glucose. The customer's blood glucose was 320 mg/dl, and after treatment, it lowered to 264 mg/dl. The customer's mother did not know what led up to the event. She stated that there was a crack at the reservoir lip. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.